Event description:
A peritoneal dialysis (pd) patient reported the tubing set leaked while in treatment. The patient stated the leak was coming from the blue clamp located on the patient line about 1" below the only stay-safe connector during dwell 4 of 4 of treatment. The patient reached out to the peritoneal dialysis registered nurse (pdrn) who advised for the patient to discontinue treatment and not to remove the fluid currently in the patient's body. The patient was advised to come to the clinic to have a sample drawn and the patient was provided antibiotics prophylactically. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms or warnings prior to the leak. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient reported a leak on the patient line but did not provide any more details. The pdrn stated there was no change in the patient's status and no effect on outcome. The patient was unable to continue therapy after the reported event and treatment was cancelled. Per pdrn the patient was prescribed prophylactic medications vancomycin and ceftazidine. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event.

Manufacturer narrative:
Additional information: a2, a3, a4, b5.

Event description:
A peritoneal dialysis (pd) patient reported the tubing set leaked while in treatment. The patient stated the leak was coming from the blue clamp located on the patient line about 1" below the only stay-safe connector during dwell 4 of 4 of treatment. The patient reached out to the peritoneal dialysis registered nurse (pdrn) who advised for the patient to discontinue treatment and not to remove the fluid currently in the patient's body. The patient was advised to come to the clinic to have a sample drawn and the patient was provided antibiotics prophylactically. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms or warnings prior to the leak. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient reported a leak on the patient line but did not provide any more details. The pdrn stated there was no change in the patient's status and no effect on outcome. The patient was unable to continue therapy after the reported event and treatment was cancelled. Per pdrn the patient was prescribed prophylactic medications vancomycin and ceftazidine. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the tubing set leaked while in treatment. The patient stated the leak was coming from the blue clamp located on the patient line about 1" below the only stay-safe connector during dwell 4 of 4 of treatment. The patient reached out to the peritoneal dialysis registered nurse (pdrn) who advised for the patient to discontinue treatment and not to remove the fluid currently in the patient's body. The patient was advised to come to the clinic to have a sample drawn and the patient was provided antibiotics prophylactically. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms or warnings prior to the leak. Additional information was requested but was not received to date.